Event description:
When inserting a 25mm length 3.0mm cannulated compression screw, the surgeon broke off the head of the screw. When inserting the screw that failed, other hardware (screws and k-wires) were holding the fracture in reduction. The surgeon was able to remove the broken piece lodged in the scaphold using an extractor. To secure the fracture, the surgeon used a 3.5mm cannulated compression screw instead.

Manufacturer narrative:
Device malfunction. Device returned to MFR. Device was removed and replaced with a spare screw.